Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A clinic manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. During treatment it was noticed that the dialyzer fibers were only streaked with blood, not filled completely with blood. In a follow up, the nurse reported that the blood leak occurred approximately 30 min prior to ending the hd treatment. The nurse explained that the leak was visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. The machine did not alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was >100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was considered completed when the leak was noted. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. During treatment it was noticed that the dialyzer fibers were only streaked with blood, not filled completely with blood. In a follow up, the nurse reported that the blood leak occurred approximately 30 min prior to ending the hd treatment. The nurse explained that the leak was visually seen. The blood leak was described as being an internal blood leak. A fresenius 2008t machine was being used. The machine did not alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was >100 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The treatment was considered completed when the leak was noted. The device is available to be returned to the manufacturer for evaluation.